Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that it would not rotate. Therefore, the reported condition was confirmed. It was determined that this was due to worn out motor. The assignable root cause was determined to be normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device did not work. During in-house engineering evaluation, it was observed that the device did not rotate. The event was not reported to have occurred during surgery. There were no delays to a scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.